Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer's parent reported via phone call indicating that the customer experienced low blood glucose levels of 42 mg/dl. The customer was treated for the low blood glucose with a juice. The customer felt symptoms of extreme thirst and experiences high blood glucose levels. The caller mentioned issues with no delivery alarms from the insulin pump. The customer was assisted with rewinding the insulin pump. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not return the product back for analysis.